Event description:
The affiliate reported the customer alleged erratic complete blood count (cbc) results on all parameters, for several patients, involving coulter act 5diff cap pierce (cp). All patient samples were sent to a reference laboratory where results were considered correct and released to the hospital. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated patient samples were analyzed shortly after collection. All patient samples were placed on a rocker prior to analysis. Quality control (qc) was within specification prior to the event and out of range after the event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) assisted the customer via the telephone in cleaning the horizontal traverse rail and confirmed the probe was not bent. The customer performed quality control (qc) and reproducibility - all results were within specifications. The instrument was in normal operation.